Event description:
The customer stated that the central monitoring system (cns) displayed a blue screen. Rebooted cpu and got a an error message stating that there was no operating system installed for the first hard drive. Rebooted the cpu again and got an error message stating the volume failed and emit failure possible for the second drive, then it continued launching into the cns application.